Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any unexpected outcomes or complications as a result of the prolonged surgery time? What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? Please provide the lot number: please provide the source or name of person providing answers to follow-up questions: I have now been reached out to twice for (B)(4) which is not even for an account in my state or territory. I think they have the wrong rep aligned to this complaint. Events reported via: 2210968-2023-04998, 2210968-2023-04999, 2210968-2023-05000, 2210968-2023-05002,2210968-2023-05003.

Event description:
It was reported that a patient underwent a transplant procedure in 2023 and suture was used. During the procedure, the 7-0 everpoint needles were popping off the suture. Procedure was delayed by ten minutes. The procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested.